Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on. Customer's blood glucose (bg) level due to the issue was 575 mg/dl. The customer addressed their bg with a correction bolus via the pump. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin.